Manufacturer narrative:
Investigation summary: product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Date 3/28/2018 omitted on previous follow-up. Device used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had revision surgery on (B)(6) 2018 due to nonunion of the right femoral shaft to remove the 8.2 mm ti adolescent lateral entry nail and two screws and replace with the 10 mm ti adolescent lateral entry nail. The 8.2 mm ti adolescent lateral entry nail along with two (2) unknown screws were originally implanted on (B)(6) 2017. The nonunion was discovered during a patient follow-up visit from original surgery and was discovered from a visual inspection of xray. The xray images is not available. The surgery was successfully completed with no delay. The patient outcome was as planned. This complaint involves two (2) device. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Dates: (B)(6) 2018 & (B)(6) 2018 omitted on previous follow-up's. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.